Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event description as reported, during a stone extraction in the kidney, two ngage nitinol stone extractors would not open. The first extractor was tested prior to patient contact and the basket would not open. There was no visible damage to the device. The second extractor was tested prior to patient contact and functioned properly, however, the basket would not open when in the kidney. When actuating the basket formation, it was not smooth and was sticking. A third same type device was used to complete the procedure without problems. No section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation reviews of documentation including the complaint history, device history record (DHR), quality control, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. Two devices were returned in opened packaging to cook for evaluation. It was unable to determine which one was used or prior to use. Both devices were test functioned and the handles would actuate the basket, however it felt very tight where force had to be used. No other damage or defects were noted. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded that the cause for the failure of the basket to open could not be determined for either device. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a stone extraction in the kidney, two ngage nitinol stone extractors would not open. The first extractor was tested prior to patient contact and the basket would not open. There was no visible damage to the device. The second extractor was tested prior to patient contact and functioned properly, however, the basket would not open when in the kidney. When actuating the basket formation, it was not smooth and was sticking. A third same type device was used to complete the procedure without problems. No section of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510k # ¿ exempt. Initial reporter phone: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.